Event description:
Evidence suggestive of an insulation issue on the atrial lead due to low impedance measures. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).